Event description:
It was reported that after the 3.5 x 23 mm xience v stent delivery system (sds) was un-packaged, it was observed that the stent was not on the balloon. The stent could not be found on the sds or in the packaging. There was no resistance noted during removal from the packaging or during removal of the sheath. A new device was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing stent was unable to be confirmed as crimp marks on the balloon suggests the stent was dislodged and not missing. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.